Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a pump module had an over infusion of magnesium. Clinician programmed the infusion with guardrails and pressed start. Clinician reported the drip chamber dripping quicker than expected. Infusion was stopped, a new bag of medication and tubing was re programmed using guardrails on same channel. Channel noted to alarm for occlusion patient side. Infusion was removed from channel and started on a new channel without issue. There was patient involvement however patient impact is unknown.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: date of event, describe event or problem, concomitant med prod data, FDA notified?. Additional information: age at time of event, age unit, date of birth, weight, weight unit, report source, report source other, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a pump module had an over infusion of magnesium. Clinician programmed the infusion with guardrails and pressed start. Clinician reported the drip chamber dripping quicker than expected. Infusion was stopped, a new bag of medication and tubing was re programmed using guardrails on same channel. Channel noted to alarm for occlusion patient side. Infusion was removed from channel and started on a new channel without issue. There was patient involvement however patient impact is unknown. Received a copy of the customer's medwatch form which states, "patient ordered for magnesium sulfate infusion x1. This rn primed the bag of mg and once the currently infusing antibiotics was completed, hung the bag, placed the tubing in the pump, and set the medication specific rates via the pre-programmed alaris guardrail settings. The tubing was then attached to the patient, the infusion was started, and tubing was un-clamped. I then stayed with the patient to watch the drip chamber to which I then noticed the rate was significantly faster than normal. The infusion was stopped, patient disconnected, and pump turned off. I discarded the tubing and medication, and requested the patient¿s md place an additional order for mg. Once obtained, I repeated the same steps for med administration on the pump's same primary channel as previously utilized. Once the infusion was started, the channel alarmed multiple times for "patient side occlusion." The infusion was stopped again and the IV tubing was moved to another channel on the pump. There were no issues associated with the infusion once the other channel was utilized. Once the infusion was finally completed, clinical engineering was paged, and they retrieved the pump to analyze."